Event description:
It was reported that the lead safety switch of the implanted device (unknown model) was triggered due to high out-of-range atrial pace impedance greater than 2,500 ohms. The lss automatically switched the programming from bipolar to unipolar, resulting in a normal pace impedance of 450 ohms. The device was programmed vvir. The device and atrial lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that the lead safety switch of the implanted device (unknown model) was triggered due to high out-of-range atrial pace impedance greater than 2,500 ohms. The lss automatically switched the programming from bipolar to unipolar, resulting in a normal pace impedance of 450 ohms. The device was programmed vvir. The device and atrial lead remain in service and no adverse patient effects were reported. It was additionally reported that the device alerted due to low atrial amplitude.